Event description:
Extension tubing not attached to spike at end of "wings". When venipuncture completed, blood flowed onto work surface, pt and nurse. Needle removed from vein but pt required a second, unnecessary venipuncture.